Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4)) on 10-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced foreign body sensation in eyes ("problems with my eyes: had a feeling of stones in eyes"), swelling of eyelid ("swollen eyelids on the inside"), eye swelling ("eye swelling after stop of spersadex"), eye pain ("severe eye pain after stop of spersadex"), vision blurred ("problems with my vision, unclear, blurred after stop of spersadex") and lacrimation decreased ("tear and fat production in my eyes significantly reduced after stop of spersadex"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device allergy ("allergy to nickel and polyester pet fibres in essure"), eye disorder ("immunologic symptoms in eyes after stop of spersadex"), scleral hyperaemia ("white of eyes became intense red after stop of spersadex"), skin exfoliation ("burning sensation on the soles of my feet, all the skin on the bottom of my feet has peeled off"), tinnitus ("tinnitus") and genital pain ("pain in my genital area which radiates to buttocks and down thighs"). The patient was treated with ciclosporin (ikervis) and dexamethasone sodium phosphate (spersadex). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, swelling of eyelid, eye disorder, scleral hyperaemia, eye swelling, eye pain, lacrimation decreased, skin exfoliation, tinnitus and genital pain outcome was unknown and the device allergy, foreign body sensation in eyes and vision blurred had not resolved. The reporter considered device allergy, eye disorder, eye pain, eye swelling, foreign body sensation in eyes, genital pain, lacrimation decreased, pelvic pain, scleral hyperaemia, skin exfoliation, swelling of eyelid, tinnitus and vision blurred to be related to essure (ess205). The reporter commented: I was not informed that essure contains nickel when I had the micro intrauterine devices inserted, and I have a nickel allergy. Not long after I had the essure inserted in 2007, I started getting problems with my eyes and received spersadex (cortisone) drops. When I stopped using spersadex, my eyes completely collapsed, with immunological symptoms for which neither the ophthalmologist nor my gp could find the cause. I have unclear vision, blurred vision and a feeling of stones in my eyes on a daily basis. Over the years, I have also experienced many other symptoms. It's not only the nickel in essure that is dangerous. Essure also contains another dangerous substance that has been banned: polyester pet fibres. I've now got a referral to the gynecology outpatient clinic, so I can get this out of my body as quickly as possible quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4)) on 10-aug-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 56-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and hay fever. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced foreign body sensation in eyes ("problems with my eyes: had a feeling of stones in eyes"), swelling of eyelid ("swollen eyelids on the inside"), eye swelling ("eye swelling after stop of spersadex"), vision blurred ("problems with my vision, unclear, blurred after stop of spersadex"), lacrimation decreased ("tear and fat production in my eyes significantly reduced after stop of spersadex"), eyelid disorder ("feeling like sand, looks like 'cobblestones' on inside of her eyelids"), diplopia ("double vision") and photophobia ("light sensitivity to eye"). In 2017, the patient experienced eye pain ("severe eye pain after stop of spersadex"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device allergy ("allergy to nickel and polyester pet fibres in essure"), eye disorder ("immunologic symptoms in eyes after stop of spersadex"), scleral hyperaemia ("white of eyes became intense red after stop of spersadex"), skin exfoliation ("burning sensation on the soles of my feet, all the skin on the bottom of my feet has peeled off"), tinnitus ("tinnitus"), genital pain ("pain in my genital area which radiates to buttocks and down thighs"), lymph node pain ("pain in sub-axillary lymph nodes"), back pain ("back pain"), eye inflammation ("eye inflammation") and eye irritation ("burning eyes"). The patient was treated with ciclosporin (ikervis), dexamethasone sodium phosphate (spersadex) and surgery (essure removed). Essure (ess205) was removed in 2020. At the time of the report, the pelvic pain, foreign body sensation in eyes, eye pain, vision blurred, lacrimation decreased, genital pain, lymph node pain, back pain, diplopia and photophobia had resolved, the device allergy, scleral hyperaemia, skin exfoliation, tinnitus and eyelid disorder outcome was unknown and the swelling of eyelid, eye disorder, eye swelling, eye inflammation and eye irritation was resolving. The reporter considered back pain, device allergy, diplopia, eye disorder, eye inflammation, eye irritation, eye pain, eye swelling, eyelid disorder, foreign body sensation in eyes, genital pain, lacrimation decreased, lymph node pain, pelvic pain, photophobia, scleral hyperaemia, skin exfoliation, swelling of eyelid, tinnitus and vision blurred to be related to essure (ess205). The reporter commented: "I was not informed that essure contains nickel and I have a nickel allergy. Not long after essure insertion in 2007, I started getting problems with my eyes and received spersadex (cortisone) drops. When I stopped using spersadex, my eyes completely collapsed, with immunological symptoms for which neither the ophthalmologist nor my gp could find the cause". Eye symptoms (pain) increased, specialist explained she had notably decreased tear production. She had corneal inflammation, presumably due to an autoimmune reaction. "Over the years, I have also experienced many other symptoms. It's not only the nickel in essure that is dangerous. Essure also contains another dangerous substance that has been banned: polyester pet fibres. I've now got a referral to the gynecology outpatient clinic, so I can get this out of my body as quickly as possible". In laypress (daglad, magasinet) it was reported essure was removed, and the pain resolved, vision became crystal clear, tears were produced, but inflammation continued, burning eyes have improved. Also tinnitus, headache, pain in the sub-axillary lymph nodes, and - not least - the pain in her back and posterior have abated diagnostic results (normal ranges are provided in parenthesis if available): ophthalmological examination - in (B)(6) 2008: looked like 'cobblestones' on inside of eyelids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: case was reported in laypress. Consumer had a history of hay fever issues. Examination (B)(6) 2008, got cortisone that she stopped in 2017. Events were reported (only new events added:) eyelid disorder, eye inflammation, eye irritation, diplopia, photophobia, back pain, pain in lymph nodes. Essure was removed. Event outcome was updated on (B)(6) 2020: case of consumer who is a nurse (case is medically confirmed) was also reported in other laypress article. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) on 10-aug-2020. The most recent information was received on 18-nov-2020. This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 56-year-old female patient who had essure (ess205) (batch no. 509806) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condyle fracture of tibia (with nerve damage on left knee) in 1995, hay fever and ear swelling. No symptoms before essure inserted. Concurrent conditions included nickel sensitivity (since patient's teens) since 1977. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced foreign body sensation in eyes ("problems with my eyes: had a feeling of stones in eyes"), swelling of eyelid ("swollen eyelids on the inside"), eye swelling ("eye swelling after stop of spersadex"), vision blurred ("problems with my vision, unclear, blurred after stop of spersadex"), lacrimation decreased ("tear and fat production in my eyes significantly reduced after stop of spersadex"), eyelid disorder ("feeling like sand, looks like 'cobblestones' on inside of her eyelids"), diplopia ("double vision"), photophobia ("light sensitivity to eye"), vitreous floaters ("eye floaters"), gritty feeling in eyes ("gritty sensation in eye"), pain ("stinging"), hypersensitivity ("allergy symptoms"), ocular hyperaemia ("the whites of my eyes became bright red"), iridocyclitis ("iridocyclitis"), meibomian gland dysfunction ("tear and oil production in my eyes decreased significantly (meibomian gland dysfunction)"), hypoaesthesia ("problems with numbness and tingling in my legs and arms / arms go to sleep"), paraesthesia ("problems with numbness and tingling in my legs and arms / tingling and numbness in the legs / tingling on the right and left sides of my groin"), peripheral coldness ("ice-cold feet, so cold that the nail of my big toe has become blue and a new nail has formed underneath") and pain in extremity ("pain in my feet (soles of the feet)"). In 2009, the patient experienced headache ("headaches which I get in various parts of my head") and tinnitus ("timnnitus"), lasting 11 years. In 2010, the patient experienced gait disturbance ("pain my groin in one side that I almost could not walk"), groin pain ("pain on the right and left sides of my groin") and back pain (with radiation) ("pain in my lower back, inside the buttocks, radiating down both legs"). In 2014, the patient experienced lymph node pain ("pain in sub-axillary lymph nodes under arms"), burning sensation ("burning sensation in my feet where the skin fell off") and skin desquamation ("burning sensation in my feet where the skin fell off"). In 2015, the patient experienced dyspareunia ("pain during intercourse"), non-consummation ("I have not been able to have intercourse for at least the last 5 years due to severe pain"), rash pruritic ("itchy rash (urticaria), small blisters"), urticaria ("itchy rash (urticaria), small blisters") and rash vesicular ("itchy rash (urticaria), small blisters"). In 2017, the patient experienced eye pain ("severe eye pain after stop of spersadex"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device allergy ("allergy to nickel and polyester pet fibres in essure"), eye disorder ("immunologic symptoms in eyes after stop of spersadex"), scleral hyperaemia ("white of eyes became intense red after stop of spersadex"), foot exfoliation ("burning sensation on the soles of my feet, all the skin on the bottom of my feet has peeled off"), genital pain ("pain in my genital area which radiates to buttocks and down thighs"), back pain ("back pain"), eye inflammation ("eye inflammation"), eye irritation ("burning eyes") and nervous system disorder ("the problems with my nervous system are still there"). The patient was treated with antihistamines, ciclosporin (ikervis), dexamethasone sodium phosphate (spersadex), surgery (essure removal via hysterectomy on (B)(6) 2020) and acupuncture. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vision blurred, lacrimation decreased, genital pain, lymph node pain, back pain, diplopia, photophobia, pain in extremity, headache, dyspareunia, non-consummation, rash pruritic, urticaria and rash vesicular had resolved, the device allergy, scleral hyperaemia, foot exfoliation, eyelid disorder, vitreous floaters, gritty feeling in eyes, pain, hypersensitivity, ocular hyperaemia, iridocyclitis, meibomian gland dysfunction, hypoaesthesia, paraesthesia, peripheral coldness, burning sensation, skin desquamation, gait disturbance, groin pain and back pain (with radiation) outcome was unknown, the foreign body sensation in eyes, swelling of eyelid, eye disorder, eye swelling, eye pain, eye inflammation, eye irritation and tinnitus was resolving and the nervous system disorder had not resolved. The reporter considered back pain (with radiation), burning sensation, device allergy, diplopia, dyspareunia, eye disorder, eye inflammation, eye irritation, eye pain, eye swelling, eyelid disorder, foreign body sensation in eyes, gait disturbance, genital pain, groin pain, headache, hypersensitivity, hypoaesthesia, iridocyclitis, lacrimation decreased, lymph node pain, meibomian gland dysfunction, nervous system disorder, non-consummation, ocular hyperaemia, pain, pain in extremity, paraesthesia, pelvic pain, peripheral coldness, photophobia, rash pruritic, rash vesicular, scleral hyperaemia, skin desquamation, swelling of eyelid, tinnitus, urticaria, vision blurred, vitreous floaters, back pain, foot exfoliation and gritty feeling in eyes to be related to essure (ess205). The reporter commented: "I was not informed that essure contains nickel and I have a nickel allergy. Not long after essure insertion in 2007, I started getting problems with my eyes. She I visited an ophthalmologist in 2008 and 2009 and was prescribed spersadex (cortisone) drops. I couldn¿t use spersadex for years due to the side effects from long-term use. I took courses of spersadex on and off for about 7-8 years when I stopped using spersadex, my eyes completely collapsed (2017), with immunological symptoms for which neither the ophthalmologist nor my gp could find the cause". Eye symptoms the whites of my eyes became bright red, (pain) increased, specialist explained she had notably decreased tear production. She had corneal inflammation, presumably due to an autoimmune reaction. "Over the years, she had also experienced many other symptoms. I have unclear vision, stinging, blurred vision and a gritty sensation in my eyes every day. The condition is immunological, but no one has found any diseases in me that could have triggered this. It's not only the nickel in essure that is dangerous. Essure also contains another dangerous substance that has been banned: polyester pet fibres. I've now got a referral to the gynecology outpatient clinic, so I can get this out of my body as quickly as possible". In laypress (daglad, magasinet) it was reported essure was removed, and the pain resolved, vision became crystal clear, tears were produced, but inflammation continued, burning eyes have improved. Also tinnitus, headache, pain in the sub-axillary lymph nodes, and - not least - the pain in her back and posterior have abated. Diagnostic results (normal ranges are provided in parenthesis if available): ophthalmological examination - in (B)(6) 2008: looked like 'cobblestones' on inside of eyelids. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020: lot number added; earlobes swollen, condyle fracture were added on medical history; antihistamine was added as treatment drug; date of essure removal was added; the following events were added: eye floaters, gritty sensation in eye, stinging, allergy symptoms, the whites of my eyes became bright red, iridocyclitis, tear and oil production in my eyes decreased significantly (meibomian gland dysfunction), problems with numbness and tingling in my legs and arms / tingling and numbness in the legs / tingling on the right and left sides of my groin, ice-cold feet, so cold that the nail of my big toe has become blue and a new nail has formed underneath, arms go to sleep, pain in my feet (soles of the feet), burning sensation in my feet where the skin fell off, tinnitus, pain my groin in one side that I almost could not walk, pain in my lower back, inside the buttocks, radiating down both legs, pain during intercourse, I have not been able to have intercourse for at least the last 5 years due to severe pain, itchy rash (urticaria), small blisters and nervous system disorder nos; hysterectomy was added as removal procedure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) on 10-aug-2020. The most recent information was received on 01-dec-2020. This spontaneous case was reported by a nurse and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 56-year-old female patient who had essure (ess205) (batch no. 509806) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included condyle fracture of tibia (with nerve damage on left knee) in 1995, hay fever and ear swelling. No symptoms before essure inserted. Concurrent conditions included nickel sensitivity (since patient's teens) since 1977. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced foreign body sensation in eyes ("problems with my eyes: had a feeling of stones in eyes"), swelling of eyelid ("swollen eyelids on the inside"), eye swelling ("eye swelling after stop of spersadex"), vision blurred ("problems with my vision, unclear, blurred after stop of spersadex"), lacrimation decreased ("tear and fat production in my eyes significantly reduced after stop of spersadex"), eyelid disorder ("feeling like sand, looks like 'cobblestones' on inside of her eyelids"), diplopia ("double vision"), photophobia ("light sensitivity to eye"), vitreous floaters ("eye floaters"), gritty feeling in eyes ("gritty sensantion in eye"), pain ("stinging"), hypersensitivity ("allergy symptoms"), ocular hyperaemia ("the whites of my eyes became bright red"), iridocyclitis ("iridocyclitis"), meibomian gland dysfunction ("tear and oil production in my eyes decreased significantly (meibomian gland dysfunction)"), hypoaesthesia ("problems with numbness and tingling in my legs and arms / arms go to sleep"), paraesthesia ("problems with numbness and tingling in my legs and arms / tingling and numbness in the legs / tingling on the right and left sides of my groin"), peripheral coldness ("ice-cold feet, so cold that the nail of my big toe has become blue and a new nail has formed underneath") and pain in extremity ("pain in my feet (soles of the feet)"). In 2009, the patient experienced headache ("headaches which I get in various parts of my head") and tinnitus ("timnnitus"), lasting 11 years. In 2010, the patient experienced gait disturbance ("pain my groin in one side that I almost could not walk"), groin pain ("pain on the right and left sides of my groin") and back pain (with radiation) ("pain in my lower back, inside the buttocks, radiating down both legs"). In 2014, the patient experienced lymph node pain ("pain in sub-axillary lymph nodes under arms"), burning sensation ("burning sensation in my feet where the skin fell off") and skin peeling ("burning sensation in my feet where the skin fell off"). In 2015, the patient experienced the first episode of dyspareunia ("pain during intercourse"), the second episode of dyspareunia ("I have not been able to have intercourse for at least the last 5 years due to severe pain"), rash pruritic ("itchy rash (urticaria), small blisters"), urticaria ("itchy rash (urticaria), small blisters") and rash vesicular ("itchy rash (urticaria), small blisters"). In 2017, the patient experienced eye pain ("severe eye pain after stop of spersadex"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device allergy ("allergy to nickel and polyester pet fibres in essure"), eye disorder ("immunologic symptoms in eyes after stop of spersadex"), scleral hyperaemia ("white of eyes became intense red after stop of spersadex"), foot exfoliation ("burning sensation on the soles of my feet, all the skin on the bottom of my feet has peeled off"), genital pain ("pain in my genital area which radiates to buttocks and down thighs"), back pain ("back pain"), eye inflammation ("eye inflammation"), eye irritation ("burning eyes") and nervous system disorder ("the problems with my nervous system are still there"). The patient was treated with antihistamines, ciclosporin (ikervis), dexamethasone sodium phosphate (spersadex), surgery (essure removal via hysterectomy on (B)(6) 2020) and acupuncture. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vision blurred, lacrimation decreased, genital pain, lymph node pain, back pain, diplopia, photophobia, pain in extremity, headache, the last episode of dyspareunia, rash pruritic, urticaria and rash vesicular had resolved, the device allergy, scleral hyperaemia, foot exfoliation, eyelid disorder, vitreous floaters, gritty feeling in eyes, pain, hypersensitivity, ocular hyperaemia, iridocyclitis, meibomian gland dysfunction, hypoaesthesia, paraesthesia, peripheral coldness, burning sensation, skin peeling, gait disturbance, groin pain and back pain (with radiation) outcome was unknown, the foreign body sensation in eyes, swelling of eyelid, eye disorder, eye swelling, eye pain, eye inflammation, eye irritation and tinnitus was resolving and the nervous system disorder had not resolved. The reporter considered back pain (with radiation), burning sensation, device allergy, diplopia, eye disorder, eye inflammation, eye irritation, eye pain, eye swelling, eyelid disorder, foreign body sensation in eyes, gait disturbance, genital pain, groin pain, headache, hypersensitivity, hypoaesthesia, iridocyclitis, lacrimation decreased, lymph node pain, meibomian gland dysfunction, nervous system disorder, ocular hyperaemia, pain, pain in extremity, paraesthesia, pelvic pain, peripheral coldness, photophobia, rash pruritic, rash vesicular, scleral hyperaemia, skin peeling, swelling of eyelid, tinnitus, urticaria, vision blurred, vitreous floaters, the first episode of dyspareunia, back pain, foot exfoliation, gritty feeling in eyes and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: "I was not informed that essure contains nickel and I have a nickel allergy. Not long after essure insertion in 2007, I started getting problems with my eyes. She I visited an ophthalmologist in 2008 and 2009 and was prescribed spersadex (cortisone) drops. I couldn¿t use spersadex for years due to the side effects from long-term use. I took cures of spersadex on and off for about 7-8 yearsw when I stopped using spersadex, my eyes completely collapsed (2017), with immunological symptoms for which neither the ophthalmologist nor my gp could find the cause". Eye symptoms the whites of my eyes became bright red, (pain) increased, specialist explained she had notably decreased tear production. She had corneal inflammation, presumably due to an autoimmune reaction. "Over the years, she had also experienced many other symptoms. I have unclear vision, stinging, blurred vision and a gritty sensation in my eyes every day. The condition is immunological, but no one has found any diseases in me that could have triggered this. It's not only the nickel in essure that is dangerous. Essure also contains another dangerous substance that has been banned: polyester pet fibres. I've now got a referral to the gynecology outpatient clinic, so I can get this out of my body as quickly as possible". In laypress (daglad, magasinet) it was reported essure was removed, and the pain resolved, vision became crystal clear, tears were produced, but inflammation continued, burning eyes have improved. Also tinnitus, headache, pain in the sub-axillary lymph nodes, and - not least - the pain in her back and posterior have abated. Diagnostic results (normal ranges are provided in parenthesis if available): ophthalmological examination - in (B)(6) 2008: looked like 'cobblestones' on inside of eyelids. Lot number: 509806 manufacturing date: 2006-03 expiration date: 2008-02 . Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 1-dec-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority((B)(6) reference number (B)(4)) on 10-aug-2020.. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced foreign body sensation in eyes ("problems with my eyes: gritty sensation"), swelling of eyelid ("swollen eyelids on the inside"), eye swelling ("eye swelling after stop of spersadex"), eye pain ("severe eye pain after stop of spersadex"), vision blurred ("problems with my vision, unclear, blurred after stop of spersadex") and lacrimation decreased ("tear and oil production in my eyes significantly reduced after stop of spersadex"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), device allergy ("allergy to nickel and polyester pet fibres in essure"), eye disorder ("immunologic symptoms in eyes after stop of spersadex"), ocular hyperaemia ("white of eyes became bright red after stop of spersadex"), palmar-plantar erythrodysaesthesia syndrome ("burning sensation on the soles of my feet, all the skin on the bottom of my feet has peeled off"), tinnitus ("tinnitus") and genital pain ("pain in my genital area which radiates to buttocks and down thighs"). The patient was treated with ciclosporin (ikervis) and dexamethasone sodium phosphate (spersadex). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, swelling of eyelid, eye disorder, ocular hyperaemia, eye swelling, eye pain, lacrimation decreased, palmar-plantar erythrodysaesthesia syndrome, tinnitus and genital pain outcome was unknown and the device allergy, foreign body sensation in eyes and vision blurred had not resolved. The reporter considered device allergy, eye disorder, eye pain, eye swelling, foreign body sensation in eyes, genital pain, lacrimation decreased, ocular hyperaemia, palmar-plantar erythrodysaesthesia syndrome, pelvic pain, swelling of eyelid, tinnitus and vision blurred to be related to essure (ess205). The reporter commented: I was not informed that essure contains nickel when I had the micro intrauterine devices inserted, and I have a nickel allergy. Not long after I had the essure inserted in 2007, I started getting problems with my eyes and received spersadex (cortisone) drops. When I stopped using spersadex, my eyes deteriorated completely, with immunological symptoms for which neither the ophthalmologist nor my gp could find the cause. I have unclear vision, blurred vision and a gritty sensation in my eyes on a daily basis. Over the years, I have also experienced many other symptoms. It's not only the nickel in essure that is dangerous. Essure also contains another dangerous substance that has been banned: polyester pet fibres. I've now got a referral for the gynecology outpatients¿ clinic, so I can get this out of my body as quickly as possible based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.